Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged wound worsening, frank red blood and tissue damage are related to the activ.a.c.¿ therapy system. It is unknown if medical or surgical intervention was required to resolve the bleeding and/or tissue damage. Kci has made multiple unsuccessful attempts to obtain additional clinical information. Device labeling, available in print and online, states: warnings with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ, infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, bioengineered tissue or multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode when used when initiating therapy. Caution should be taken when treating large wounds that may contain hidden vessels which may not be readily apparent. The patient should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician. Deterioration of the wound: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance / expertise of a specialist: if available on the therapy unit, check the therapy history log to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Check for small leaks with a stethoscope, or by listening for a whistling noise or moving your hand around the edges of the dressing while applying light pressure. The activ.a.c.¿, infov.a.c.¿ and v.a.c.ulta¿ therapy systems offer a seal check¿ leak detector tool which provides audible and visual cues for leak location. Patch if necessary. However, avoid applying more than two layers of drape. Clean wound more thoroughly during dressing changes.

Event description:
On 07-apr-2020, the following information was reported to kci by the nurse: the patient allegedly experienced a technical issue with the activ.a.c.¿ therapy system and the patient's wound is worse with frank red blood. The nurse stated the tissue damage is coming from the activ.a.c.¿ therapy system's pressure. No additional information available. On 25-feb-2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2020, the device was placed with the patient. On 14-apr-2020, the device was tested per quality control procedure by kci field service and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. Device history record reviews for the v.a.c.® granufoam¿ dressing lot number 7163883v007 and v.a.c. Whitefoam¿ dressing lot number wf19041l1v003 are currently pending completion.

Event description:
On (B)(6)2020, a device history record review for v.a.c.® whitefoam¿ dressing lot number wf19041l1v003 was completed. All end release testing of the product and packaging met specifications. On(B)(6)2020, a device history record review for v.a.c.® simplace¿ dressing lot number 7163883v007 was completed. All end release testing of the product and packaging met specifications.

Manufacturer narrative:
Additional information for v.a.c.® simplace¿ dressing lot 7163883v007: d4 expiration date: 30-sep-2022 h4 device manufacture date: 16-oct-2019 additional information for v.a.c.® whitefoam¿ dressing lot wf19041l1v003: d4 expiration date: 08-nov-2021 h4 device manufacture date: 08-nov-2019 based on the additional information obtained regarding the v.a.c.® simplace¿ dressing and v.a.c.® whitefoam¿ dressing, kci's assessment remains the same: it cannot be determined that the alleged wound worsening, frank red blood and tissue damage are related to the activ.a.c.¿ therapy system.